Event description:
Reporter indicated a vns patient had died due to pneumonia, but declined to give any additional information. The explanted vns generator and lead have been returned and are pending analysis. Attempts for further information from the treating neurologist are in progress.

Event description:
Manufacturer follow up with the treating neurologist revealed the death was unrelated to vns. The patient had severe mental retardation, and did have seizure reduction with vns. The patient was hospitalized at the time of death. Per the group home, the patient died from pneumonia. The patient did have a history of cardiac/respiratory problems due to pneumonia. The patient was taking depakote, carbatrol, valium, and rescue diastat at the time of death, and was compliant with taking his medications. Product analysis of the explanted vns generator and lead was completed. Results of diagnostic testing indicated the generator was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. The electrode array was not returned.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2012 due to causes of lobar pneumonia, unspecified; septicemia, unspecified; dysphagia; other and unspecified convulsions. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Date received by manufacturer, corrected data: the g4 received date was inadvertently not provided in follow-up report #02. The received date for follow-up report #02 was 03/03/2016.